Manufacturer narrative:
This lead was explanted due to fracture and noise.

Manufacturer narrative:
This lead was explanted due to fracture and noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise, vf detections and inappropriate shocks were reported on this lead. Lead remains implanted. Should additional information become available, this file will be updated.